Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during an interventional stenting procedure in a diffused, mildy tortuos, long lesion in the proximal left anterior descending coronary artery, a xience prime stent, 2.5 x 23 mm and a 2.5 x 28 mm were deployed. While deploying the 3rd stent, a xience prime 3.0 x 38 mm, a slight dissection occurred. A 4th stent, xience prime 2.75 x 15 mm was deployed to cover the dissection. There was no clinically significant delay in the procedure. There was no reported adverse patient sequela. There was no additional information provided.